Event description:
It was reported that the t:slim x2 pump battery would not charge, even after following troubleshooting steps, including using a tandem charging cable and wall adapter, and leaving the pump plugged in for at least 30 minutes. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to send a replacement tandem cable and wall adapter, along with a replacement pump, advising the customer to rely on an alternate method if the battery depleted before the new supplies arrived.